Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ipg migration. Imaging was taken and it showed the ipg was superficial. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Further information received that the patient underwent surgical intervention on (B)(6) 2021 in which the ipg was repositioned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.